Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after an occlusion alert, and upon removing the infusion set a bent teflon cannula was observed; blood glucose values were reported in the 500s mg/dl with high ketones, and the family disconnected the ilet and administered subcutaneous insulin by pen while hydrating. Customer care provided support that included user troubleshooting education by phone. Investigation of this case revealed an infusion set issue consistent with a bent cannula and occlusion while connected to the device. Symptoms included hyperglycemia and ketosis. Outcomes included interruption of device use and need for manual insulin administration. It was concluded that the cause of the hyperglycemia was unclear, with a probable contribution from an infusion site/cannula problem. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.